Event description:
The customer alleged they received questionable free thyroxine (ft4) results on their e601 analyzer. The customer stated the patients had their tsh measured with the ft4, and the repeat results for the tsh were the same. All of the patients were female. The patients' initial results were reported outside the laboratory, but were queried by the onsite endocrinologist. No patients were treated based on the discrepant results. Information on whether there were any adverse events was requested but not provided. The customer stated the samples were repeated on the same e601 analyzer, but using a different reagent pack. The first patient's initial ft4 result was 29.2 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 13.7 pmol/l. The second patient's initial ft4 result was 32.7 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 17.4 pmol/l. The third patient's initial ft4 result was 32.5 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 17.3 pmol/l. The fourth patient's initial ft4 result was 27.7 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 12.2 pmol/l. The fifth patient's initial ft4 result was 26.8 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 11.4 pmol/l. The sixth patient's initial ft4 result was 29.1 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 13.9 pmol/l. The seventh patient's initial ft4 result was 32.4 pmol/l. On (B)(6) 2014, the sample was repeated and the result was 17.1 pmol/l. The ft4 reagent lot number was 17515501. The expiration date was requested but not provided. The field service representative went onsite. He performed a performance check. He found that the stirrer paddle was bent.

Manufacturer narrative:
The primary root cause was a failed aspiration of the ft4 calibrator due to premature liquid level detection (lld). It was noted the quality control results for level one and two were found to be high on (B)(6) 2104. It was determined that the calibration signals from (B)(6) 2014, were implausibly high for calibrator 1. There were multiple error messages on the alarm trace from the day of the event. The correct pipettor adjustments were verified. The lld settings and lld board functionality were verified. The sample probe was replaced. The system check was then ok.

Manufacturer narrative:
The field service representative went on-site. He completed vertical and horizontal adjustments of the sample probe. He checked the liquid level detector. The replaced the liquid level detector printed circuit board and set the correct voltage. He performed quality control which was ok. The system was checked and tested ok. A general issue with the reagent can be excluded as the repeated results were all found within reference range.

Manufacturer narrative:
This event occurred in (B)(6).